Event description:
It was reported that the right atrial lead was broken near the header and low impedance was observed. The lead was capped and replaced. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.